Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing placement of a 5-french single-lumen PICC line catheter. The device was trimmed appropriately and loaded on an .018 cope nitinol mandril wire guide. The inner dilator was removed and the PICC catheter was introduced through the peel-away sheath. Catheter placement was attempted utilizing intermittent fluoroscopic guidance but marked resistance was met at the level of the right subclavian vein. An attempt to remove the cope nitinol mandril wire guide was not successful. The wire broke secondary to vasospasm/stenosis and resulted in approximately 1-2 mm of the distal tip of the wire to remain within the patient. X-ray on (B)(6) 2017 revealed an intravascular foreign body larger than previously described. The patient underwent retrieval of foreign body on (B)(6) 2017, however 1.5cm was deemed irretrievable and remains in the patient. It is not known if any of the device is available for evaluation.

Manufacturer narrative:
Product code: dqx. (B)(4). Investigation - evaluation. A review of the instructions for use, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the available information from the customer, it is reasonable to suggest that the leading cause to this event might be associated with patient condition because it was reported that while removing the guide, the vessel spasmed, resulting in wire breakage. However, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.